Manufacturer narrative:
The device remains in the patient. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.

Event description:
Study event. Device malfunction: none. Symptoms / ae: hypotension, bradycardia. Time of symptoms: after the procedure. It was reported that post an uneventful right internal carotid artery stenting procedure, the patient experienced transient hypotension and mild bradycardia that responded to neo-synephrine and dopamine drip. Additionally, one day post procedure, the patient had decreased hemoglobin and hematocrit secondary to procedural blood loss. Two days post procedure, the anemia was treated with 2 units of packed red blood cells, iron & procrit. Three days post procedure, the hypotension, bradycardia and anemia resolved and the patient was discharged to home. Although requested, there is no additional information available.